Event description:
On (B)(6) 2012, the patient contacted animas and stated that a few days ago the keypad buttons were sticking and intermittently responsive. The keypad buttons reportedly did not have normal spring back. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing did not duplicate the unresponsive keypad issue. All keys were responsive. The keypad was peeling and was removed keypad to inspect for contamination, evidence of contamination was found under all of key contacts as well as gold pad. Unrelated to this complaint, the battery compartment is cracked from threads to case seal and a dim pink/ faded display screen is observed. When replaced wihe a known good display screen, the good display screen is showing a strong contrast.